Manufacturer narrative:
Concomitant medical products: product ID: addr01, serial# (B)(4), implanted: (B)(4) 2013, explanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had increasing pacing thresholds. The physician tried to switch pacing polarity to try and alleviate the high thresholds. This was unsuccessful, so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.